Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms, upon the first attempt to inflate the balloon could not maintain pressure as the balloon had ruptured. The lesion being treated was a 90% stenotic lesion in the mid lad. The maverick2 monorail balloon was removed and replaced with a different device to successfully complete the procedure. A 7f terumo introducer sheath, a 7f mach1 guide catheter, a balance guide wire, and a guidant inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."